Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump indicated multiple data log corruptions and pump history was missing. Blood glucose level was 192 mg/dl. Reportedly, the pump continued to be used for insulin therapy.